Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during an endoscopic biliary drainage (ebd) procedure in the bile duct of a patient (patient age, sex, and weight are unknown). According to the complainant, as the device was advanced in the scope, the distal end of the device became caught in the scope channel and the stent flap seemed to bend; however the device was able to exit the scope. Difficulty was met as the device was advanced through the patient's anatomy. The device was with withdrawn and the procedure was successfully completed with another flexima biliary stent system. There were no reported patient complications. The patient was reported to be in good condition after the procedure.

Manufacturer narrative:
The complainant was unable to provide the device lot number; therefore, the device manufacture date and expiration date are unknown. Although the lot number is unknown, the complainant reported that the device was not used past the expiration date. The device has been received; however the evaluation has not yet been completed. If there is any further relevant information, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual evaluation of the returned device revealed that the stent was loaded on the delivery system via the suture. The suture was severely twisted/tensed/wrapped around the proximal barb of the stent causing the barb to deform/damage. The suture hole on the push catheter was torn. The working length of the push catheter was kinked near the proximal end. A functional evaluation to deploy the stent revealed considerable resistance was present and the stent was able to be deployed with force applied. The guide catheter was free of damage. Based on the condition of the device and the details of the event, the most probable root cause for this complaint is operational context. A device history record (DHR) and a review of similar complaints could not be performed as the device lot number is unknown. However; during manufacturing, 100% inspection is conducted on all product labels to match packaged components.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during an endoscopic biliary drainage (ebd) procedure in the bile duct of a patient (patient age, sex, and weight are unknown). According to the complainant, as the device was advanced in the scope, the distal end of the device became caught in the scope channel and the stent flap seemed to bend; however the device was able to exit the scope. Difficulty was met as the device was advanced through the patient's anatomy. The device was with withdrawn and the procedure was successfully completed with another flexima biliary stent system. There were no reported patient complications. The patient was reported to be in good condition after the procedure.